Event description:
"Device appears to be potentially undersensing on atrial lead. At device classified termination of events, arrhythmia appears to continue due to possible atrial undersensing". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).